Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not showing on the device, and nurses had to perform a facility search to find the patients.however, there were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were missing in user patient list. A technical support specialist (tss) reviewed login and patient visibility concerns and confirmed that patients were visible in facility search but not in the user patient list due to unit and area mismatches between the patient assignments and the station configuration. It was determined that patient transfers to units outside the station¿s associated area prevented the patients from appearing on the user list, requiring electronic protected health information (epic) to resend messages with correct unit and area mapping. Additionally, the tss dialed into the server, verified station and visit configurations, confirmed area and unit assignments were correct, and found no errors in station logs. Station's maintenance services were identified as stopped and disabled, were restarted successfully, and no sync errors were observed. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not showing on the device, and nurses had to perform a facility search to find the patients.however, there were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.